Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to insert cannula properly or confirm if the condition could have contributed to the reported ER visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level had read ¿high¿ (> 500 mg/dl) and they ended up in the emergency room. Patient reported that the cannula was not properly inserted and came out. Patient was in the ER for 3 hours, was diagnosed with high blood glucose (600-700 mg/dl), and was treated with 25 units of humalog and 10 units of regular insulin. Pod was worn between 24 and 36 hours.